Event description:
Patient in cath lab for veno arterial ECMO (extracorporeal membrane oxygenation) cannulation. Venous cannula opened and placed by surgeon without issue. Upon connection to ECMO circuit, continuous air noted in connection with clamps in place. Circuit disconnected and reconnected multiple times without resolution. Further inspection into cannula, cannula removed, and new cannula placed. Patient connected to ECMO circuit with no further issues.